Event description:
The patient services representative (psr) of a (B) (6) male patient contacted lifecor customer support to report that she could not get the device to baseline. She stated that the device begins to record and then bongs and displays the "adjust belt" message. The download reveals a flat line on the front-to-back channel. Support sent another psr to the patient to replace the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B) (4) has been completed. The electrode belt was found to have an open connection in the distribution node. There was a wire that came off a solder pad. The wire to the p4 lead was broken off. This made the system think the belt was not sitting correctly on the body. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is likely due to excessive force on the electrode belt cable. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.